Manufacturer narrative:
Investigation of the reported event is in process. The device is being returned for evaluation. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, a part of their mayo dissect scissors broke off. The patient received an x-ray and confirmed no instrument pieces were present. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned for evaluation. Damage (nicks) on the cutting edge of the scissor blades were observed; however, an exact cause of the reported event could not be determined. The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. No additional issues have been reported.